Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6). 2020.

Event description:
It was reported that patient was not getting adequate therapy after a reprogramming. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.